Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral artery (sfa) with heavy calcification. The 5.5x100mm supera self expanding stent system (sess) was advanced to the target lesion and the stent was attempted to be deployed; however, the stent would only partially deploy. The stent was noted to be stuck in the sheath. Therefore, the sheath was pulled back and the stent was noted to be in the patient's left groin and partially outside the patient. The patient was transferred to the hospital and cutdown surgery was performed to remove the stent. Bruising and discomfort was noted by the patient. The patient was discharged from the hospital on (B)(6) 2025. There as no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that the distal sheath of the delivery system was bent in the heavy calcified anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported activation/deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported activation failure cannot be determined. During removal of the compromised device, interaction with anatomy and/or other devices resulted in the reported difficult to remove (sheath was pulled back and the stent was noted to be in the patient's left groin and partially outside the patient). As reported, cutdown surgery was performed to remove the stent. The reported difficulties possibly caused/contributed to the reported patient effect(s), however a conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.